Event description:
Customer reported: during pre-test prior to use on a pt nurse at hospital recognized a difficulty in inflating and deflating the cuff by use of syringe. Customer reported their service rep confirmed the reported condition was not duplicated. Customer confirmed that fault was identified during pretesting efforts. No pt involvement.

Manufacturer narrative:
Covidien cts reference# (B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis.